Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, an implant was placed on the internal fixture.

Event description:
Per the clinic, the patient experienced an infection around the abutment site resulting in the decision to remove the abutment. The implanted device remains.